Event description:
The reporter stated that at approx 0400, a critically ill pt was receiving epinephrine by syringe pump. The charger cord was plugged into the pump and wall outlet. The pump shut off. The pt coded and recovered after CPR. At 0630, the pt again coded, CPR was done, but the pt expired. (The pt coded four times and expired at the final code.)